Event description:
The end user reported upon arrival at the hospital with a pediatric patient, the powered fastening system would not operate under power to allow the stretcher to be unloaded. The medic crew lifted the patient off the stretcher and carried them into the hospital. It was not confirmed if the crew attempted to transition the system to manual operation prior to electing the alternate method of transfer. There were no allegations of adverse health consequence to the patient as a result of the reported issue.